Event description:
It was reported by the rep that the device was used during a wedge resection. It was reported the ez45g did not complete firing. The product jammed. There was no consequence to the pt.